Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer was not detected on the bus. A field service engineer (fse) identified that half-height drawer 5.1 was off the bus and proceeded to reconnect all connections at the module controller and drawer controller. The fse also reconnected the tray connections and cleaned debris from the trays. Diagnostics were then performed, and the customer verified proper operation within the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 was not detected on the bus. The customer tried to reboot and turned off the machine to resolve but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.